Event description:
It was reported that a secondary antibiotic infusion that was programmed to infuse within 30 minutes completed in 15 minutes while connected to an adult patient. The primary infusion was 1000ml of an unspecified fluid. There was no harm.

Manufacturer narrative:
The customer¿s complaint of an overinfusion was not confirmed or replicated. During external inspection the platen lower hinge bracket snap rivet was found with the head not fully secured. The returned pump module was tested for rate accuracy and was found to be in specification; no periods of unregulated flow observed. Review of the logs could not confirm any secondary antibiotic infusions that were programmed to infuse within 30 minutes with a primary fluid infusion of 1000ml as reported. The logs were reviewed for multiple days before and after the reported event date of (B)(6) 2019. Review of the logs did confirm device programming closely matching the customer¿s report that occurred on (B)(6) 2019 using pump module s/n (B)(4) (not returned). This pump module was infusing the antibiotic ceftriaxone as a secondary infusion with a basic primary that was initially programmed with a vtbi of 1000ml. No obvious programming errors were observed. The root cause of the reported overinfusion was not determined.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that a secondary antibiotic infusion that was programmed to infuse within 30 minutes completed in 15 minutes while connected to an adult patient. The primary infusion was 1000ml of an unspecified fluid. There was no harm.